Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had outer cover attach issues and the cannula broke off. The following information was provided by the initial reporter : the customer reported that the outer cover was loose and showed that the cannula broke off.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0260330. D.4. Medical device expiration date: 9/30/2025. H.4. Device manufacture date: 9/16/2020. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/15/2021. H.6. Investigation: two open 32g x 4mm pen needle samples and three photos were returned from lot. No. 0260330, cat. No. 320559. Visual examination and an attachment of the pen needle samples to a pen was carried out and a loose cover was observed on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely cause of this issue is due to misalignment between the hub and the cover.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had outer cover attach issues and the cannula broke off. The following information was provided by the initial reporter : the customer reported that the outer cover was loose and showed that the cannula broke off.